Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. During troubleshooting with tandem technical support after the most current occlusion, a cartridge 1 alarm and an inaccurate fill estimate were received. The customer reviewed the pump history cartridge 1 alarms were found to have occurred around the same time as the occlusions. The customer's blood glucose (bg) level ranged from 384 to 426 mg/dl with a trace amount of ketones. Insulin injections were administered to address the bg level. The customer was to use insulin injections to manage diabetes.